Event description:
A lag screw and dhhs plate, implanted in 2004 for a pathologic fracture, cut out medially into the acetabulum of the pt. Hardware was removed about 27 days later during revision to a total hip replacement.